Event description:
A tubing rupture during power injection. It was reported that 100cc of contrast media was being injected through the clave port of the extension set at 2cc per second via power injector for a CT study of the abdomen and pelvis. It was reported that "not much" of the contrast media had been injected when the tubing ruptured "approximately 3 inches below the clave adaptor, and caused a 3/4 inch split in the tubing." Contrast media reportedly splashed across the pt's pillow, hair, and face, but not in the eyes. The IV access site remained patent, but there was "a small amount" of bleed back. The problem was resolved by changing the tubing, re-injecting the contrast media, and resuming the CT study. The customer reported there were no adverse pt effects. Though requested, no additional info was provided.